Manufacturer narrative:
Tech found the bolt of the shroud to the scissor mechanism had come off and bent the scissor mechanism. The tech replaced the head hi-low column to resolve the issue.

Event description:
Account alleged that the hi-low column head came apart and looks to be missing parts. Account alleged that the hi-low column dropped. No injuries.